Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient stated that their sensor failed. No new sensor had been inserted by the patient and could not say how long she had no sensor on and reported no continuous glucose monitor (cgm) reading or blood glucose readings. By sunday morning ((B)(6) 2025) while preparing to go out, she suddenly passed out. The patient felt no symptoms prior to passing out. She was told that someone called the paramedics who broke down her door and found her passed out. The paramedics then gave her intravenous (IV) glucose and she slowly regained consciousness. The patient was in a state of confusion and was unable to answer questions coherently. The patient is unable to recall if any finger sticks were taken. The paramedics left when the patient was stable and observed no injuries. She was not taken to the hospital or urgent care. The next morning ((B)(6) 2025), the patient went to see her doctor for a follow-up checkup, and she then put on a new g7 wearable. At the time of the call, the patient is in good condition, although hurting in the hips. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.